Event description:
The customer reported the system displayed grey and grainy images. No pt involvement or injury reported.

Manufacturer narrative:
The service rep replaced batteries and performed image quality checks. Tested system, system operates as intended.